Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, ligate the cystic duct, the clip did not automatically fall off from the reload. Clip was forcibly removed from the reload. There was no patient injury.